Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The caller reported that a few days ago the insulin pump was not delivering insulin. Her blood glucose level went up to 521 mg/dl. She treated her blood glucose level with manual injections. The insulin pump alarmed no delivery. The no delivery alarm was resolved by changing the complete set. The reservoir was not pushing insulin through. The customer was sick and had a urinary tract infection. The customer was advised that the device would be replaced and agreed to return the product for analysis.